Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm, blank display or unexpected restart noted during testing. Device functioning properly. Device received with minor scratched lcd window, faded serial number label, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they had high blood glucose and unexpected restart. Customer's blood glucose value was 475mg/dl. Customer treated with 7 units of insulin with the syringe. Customer declined to troubleshoot for high blood glucose value. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.